Event description:
It was reported that this patient's left knee was revised approximately 12 years post initial operation. Femur was found to be loose. All component were removed and revised to a competitor's device. The patient was in stable condition and had no known issues with the surgery. No further information.

Manufacturer narrative:
D10 concomitants: (B)(6), 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. (B)(6), 201-78-15 - holding pin mini sharp point 4 pk. (B)(6), 201-78-97 - 2 pk, schanz pin, 3mm x 145mm. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d the revision reported was likely the result of femoral loosening and prosthesis wear due to a weakened biologic integration of the femoral component at the bone-implant interface after more than 10 years of implantation. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear or prosthesis wear may have contributed to particle-induced osteolysis and subsequent loosening. However, the contributions of loosening and prosthesis wear to the sequence of events cannot be determined as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.